Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility discovered that the power plug of a 2008k2 hemodialysis (hd) machine was burned and melted. The plug assembly was the original component installed with the machine. The biomed observed the damage while performing the unit&#38112;annual preventive maintenance (pm). A patient was not connected to the machine at the time of the incident. Follow-up, provided by the biomed, confirmed that no smoke was visible, no flames or sparks were identified, and no burning smell was present. The current rating on the outlet is 20 amps/120 volts/60 hz. The panel is 208y/120 volts/3 phase/4 watts. The biomedical engineer replaced the main power cable and the plug assembly to resolve the issue. Following the part replacements, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power cord/plug assembly is available to be returned to the manufacturer for evaluation. The complaint device has been requested, but has not been received.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer replaced the main power cable and the plug assembly to resolve the issue. Following the part replacements, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.